Event description:
It was reported that the 3.0 x 28 vision failed to cross an unspecified lesion. A new vision stent was used to successfully to treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. Return device analysis revealed the distal end of the stent was stretched out over the tip of the stent delivery system (sds), although the stent remained tightly crimped on the balloon. Follow-up with the account reported that there was some resistance with the guide catheter during removal of the sds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.